Event description:
Balloon inflated to deploy taxus stent - unable to deflate balloon. (Used wire to puncture it). Obtuse marginal vessel. Balloon remained inflated 35 mins. No adverse pt outcome. Dc home the next day.